Event description:
The surgeon was using a midas rex drill. Suddenly, the midas rex drill started to make a loud noise. The hose that connects the hand piece to the foot pedal popped. The midas rex drill was substituted with another one, and the surgery was completed without further incident. Manufacturer response for drill, system, midas rex just returned to vendor today.